Event description:
Hamilton medical ag received the following event description from the partner: "I noticed this when a technician at the hospital received an intellicuff after use and was inspecting its operation in preparation for its next use. The connector part was wobbly and the tubing could not be removed. Also, the pressurization operation would only work up to about 20 hpa. We asked the customer to check the situation during use and found no particular problem. It seems that the product was damaged after use."

Manufacturer narrative:
Investigation is ongoing.